Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported communication issue and subsequent cancellation could not be determined.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a procedure, at the start of the case, it was noted that the ensite x patient reference sensors were unable to be visualized, resulting in cancellation of the procedure. The placement of the prs-p was verified, the prs-p patches and prs-p were replaced. The system was then restarted, the field frame was disconnected and reconnected, verified no bent pins, restarted the system again, however, the issue persisted. Both sets of prs cables were confirmed to be the issue.